Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that on the second day after implant (B)(6) 2016, she was using her mother¿s microwave and her ins turned off on its own. The patient also reported that while at the doctor¿s office when her ins turned on when she walked passed a computer. The patient reported that the ins and/or programmer made a loud beep. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. It was reported that when the patient passed the microwave, computer, or cell phone they felt an electrical shock. In addition, their implantable neurostimulator (ins) beeped when passing by a computer, and the microwave blew a fuse or stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.